Event description:
It is reported that patient presented with vomiting and enlarged ventricles. Surgeon tried but was unable to change valve pressure. Patient declined surgery and went home but vomiting continued. The valve was tapped by the surgeon and pressure was found to be high. Manometer testing revealed no flow and the valve was explanted.